Manufacturer narrative:
Moderate to heavy host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice. Host tissue was moderate to heavy at the stent outflow and minimal at the stent inflow. Host tissue fused leaflets 1 and 3 at commissure 1 by approx. 3 mm, leaflets 1 and 2 at commissure 2 by approx. 6 mm and leaflets 2 and 3 at commissure 3 by approx. 5 mm, all on the outflow aspect. Heavy calcification was observed in the cusp area of leaflet 1. The free margin of leaflet 1 exhibited moderate calcification, free margin of leaflet 2 exhibited minimal to moderate calcification. Leaflet 2 had a tear at commissure 3, tear measured approx 2 mm in length. Calcification was observed near the region of the tear. Calcification and host tissue restricted mobility in the leaflets and led to stenosis. Host tissue also folded the free margin of leaflet 2 onto itself by approx. 2 mm near commissure 2 which led to gap at the coaptation region. It was identified, through review of source documentation provided, that the prosthetic valve was explanted due to mitral stenosis and mitral regurgitation from structural valve deterioration. Calcification of the leaflets were also noted. Comorbidities: recurrent atrial fibrillation. The explanted device was replaced with another edwards bioprosthetic valve. There were no adverse patent effects as a result of the replacement. Evaluation of the subject device confirmed the reported event. Calcification demonstrated on the valve caused the stenosis and regurgitation. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized, usually by glutaraldehyde pretreatment. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. In this case, there was both stenosis and tearing. The tearing likely caused the patient's regurgitation. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. No further actions are possible with the available information.

Manufacturer narrative:
Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. Therefore, the root cause of this event could not be determined. There have not been any allegations of a malfunction or deficiency related to the explanted valve. No further actions are possible with the available information.

Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 7 years. The reason for explant is unknown. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a malfunction or deficiency related to the explanted valve. The device was replaced with another edwards valve. No other details provided.